Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized with high blood glucose. Customer stated she stopped using the sensors around five months ago. Customer is a brittle diabetic and her blood glucose would bounce from 30 to 600 mg/dl and had issues calibrating. Blood glucose value at the time of the admission is unknown. Nothing further reported